Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. There were no continuous glucose monitor (cgm) values below 54 mg/dl and there were no blood glucose (bg) values entered into the pump that were below 54 mg/dl. The complaint could not be confirmed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30mg/dl. Low bg cause was not known. Customer had assistance from spouse to consume honey to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.